Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected the patient line to the transfer set when the patient line still had air in it. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line without an alarm. This event occurred during fill one of peritoneal dialysis. The patient was connected. During troubleshooting, it was determined that the patient had connected while there was still air in the line. The patient stated that they connected anyway because they were new and did not know better, and then air got into them. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis, and reviewed proper procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.